Event description:
During a percutaneous transluminal angioplasty (pta) to the anterior tibial artery the balloon was reported to have ruptured. The vessel was described as having severe calcification, moderate tortuosity and an 80% stenosis. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was then advanced over the guidewire and through the sheath introducer to the lesion. The balloon was inflated using an indeflator, however, the balloon ruptured at three atmospheres. It was withdrawn from the patient's body. The product was prepared and clinically used as per the IFU. There was no reported patient injury.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp), including burst test values. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact on this event.